Event description:
During angioplasty after a stent placement the 16mm atlas balloon got caught on the stent, one of the kevlar fibers on the balloon had come loose, which is what he believes got caught on the stent.